Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip; however, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube) and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken causing customer to get scratched. Customer does not know how damage occurred. Customer's blood glucose was 184 mg/dl. Customer was advised that insulin pump would need to be replaced.